Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The contact reported the customer experienced multiple temperature alarms when attempting to charge the pump. Reportedly the pump was not exposed to any extreme temperatures. The customer's blood glucose levels were not affected. Customer will attempt to charge pump and continue to use pump until replacement arrives.